Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's controller battery had been at 100% and the implant battery had been at 90%. The ins battery was not depleting for its like 'shut off'. The patient noted the ins was not working for if it was the implant battery could not stay at 90% battery for 2 days without it being charged. The patient always have to charge the ins a few times a day. The patient had a feeling their ins was not working. The patient noted their stimulation was on and they had played around but the patient does not think they decreased their stimulation for the patient tried to see if anything changed but settings stayed the same. The patient had reset the controller and that did not resolve the issue. During call, the patient turned on the controller and the controller battery and ins battery were both at 90%. The controller showed the stimulator was off so patient services (ps) assisted on helping the patient turn their stimulation on. The patient noted they never turned their stimulation off. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.